Manufacturer narrative:
A 3 fr catheter was returned for evaluation in two pieces. The proximal section (including the hub) measures 5.8cm and the distal section (tubing) measures 56.5 cm. A lot history review indicates that there was one prior product complaint of similar nature which was recorded as user related. The catheter separated within the hub. Under 50x magnification, the texture at the break point appears grannular and dull. Through tactile inspection, the tubing is severely elongated and appears to be necked down lengthwise at the break site. These signs indicate a typical tensile break. The first precaution in the instructions for use for this device states, "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."

Event description:
The catheter broke at the hub. The catheter was removed. No pt injury was reported to have occurred.